Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump¿s screen was blank. The device was vibrating and had a red flashing light. The customer¿s blood glucose was 200 mg/dl. Troubleshooting was performed. The customer stated the device had been dropped before. The device had been exposed to moisture recently. They inserted a new battery but the display did not return. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Pump received with normal operating currents. Pump monitored for several days and no blank display, unexpected vibrate or red light flashing noted. The battery tube connector plugged in properly to pcb 1 during visual inspection. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
The correct information has been provided with this report.